Event description:
My husband and I went to the private office for new license tags for our plates. We were advised that masks were required and medical exemptions not allowed. I had previously tried to get the new stickers online but they told me to come in person because some of our records indicated information from (B)(6) and we're not updated properly. I asked if I could at least leave my nose out to breath and was told no. I wore it to the counter as instructed and had to remove it several minutes later as I was short of breath and becoming light headed due to my asthma. Thankfully the clerk at the desk didn't say a word and my husband made sure I had my balance to keep me from falling over. FDA safety report ID# (B)(4).